Manufacturer narrative:
Initial and final MDR 1922589 - MDR 3003442380-2024-16837- device 9 of 10.e1: patient country: united kingdom.

Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. It was reported that patient faced ten infusion sets fell off events during doing use on date 17-june-2024. The infusion set was in use for some hours. Patient bg level found to be high. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.